Manufacturer narrative:
Approximate age of device - 1 years, 2 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented with stroke. There were no lvad system alarms or changes in lvad parameters. Additional information was requested, but was not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported stroke could not be conclusively determined. The instructions for use list bleeding as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.